Event description:
It was reported that the patient came in for a check-up. The x-ray and CT scan showed a clear decentration of the prosthesis head and unusually large osteolyses in the acetabulum as signs of inlay wear. This was verified when the inlay was changed to a vit e-hardened, specially approved inlay (novation xle +5mm lateralized liner, group2, 36 mm. As part of the replacement operation, in addition to the inlay exchange, the firm socket integrity was determined, the cysts in the socket were cured and filled using hydroxyapatite + calcium (cerament bone void filler) and the prosthesis head was changed.

Manufacturer narrative:
(H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a lateralized liner. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in an hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Event description:
It was reported that a hip was revised. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
(H3) pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, h4, h6. MDR section codes updated/corrected: a, e. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.